Event description:
A fax was received from a distributor that stated "the stopper to the side port is broken." At this time, additional information has not been received from the end user to clarify this report. No pt injury or adverse event were reported.